Event description:
A renegade catheter was used for therapeutic purposes. During the procedure, the catheter fractured at the hub while injecting cytostatica. The procedure was completed with another device.